Event description:
It was reported that following a procedure utilizing porcine tissue, the pt developed complications. Procedure was performed in 2003 and pt presented with complications in 2004. Doctor diagnosed staphylococcus aureus. Graft was removed and hospital is performing an investigation. No further complications were reported.